Event description:
According to the reporter, the patient experienced blood loss over 500ccs day 1 post-operative laparoscopic gastric bypass and needed a blood transfusion. The patient received red blood cells. The patient had no post-op issues and had no medication prior to procedure. During surgery less than 50ml of blood loss. The surgeon believed that the patient's hemoglobin levels were due to ligasure seals bursting post-operatively. Hemoglobin variable from low 7 to high 9 and symptomatic. The patient was given post op standard medication of enoxaparin, hyoscyamine, pantoprazole, hydromorphone (as necessary), ketorolac, paracetamol. There were no obvious signs that lf1944 and/or the generator were not working properly. The logs have been pulled on the generator and is being investigated. The patient is now stable.

Manufacturer narrative:
Concomitant medical products: (B)(4), lot# unknown. If information is provided in the future, a supplemental report will be issued.